Event description:
It was reported that the system 6600 had no display on the right monitor. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was determined that the igh scan video circuit board was defective. The circuit board was replaced. The system was tested and found to be working as intended and placed back into service.